Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not reproduce the error. The fse performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had multiple autofill errors. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.